Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. A completed questionnaire was received. (B)(4).

Event description:
A doctor reported that although an intraocular lens (iol) was implanted with no complications, when the patient was examined during the one day postoperative follow up, the lens was decentered. At the two weeks postoperative visit, the iol was subluxed and one of the haptics had disengaged and was sitting in the anterior chamber. The patient was taken back to surgery two weeks after initial implantation. When the surgeon attempted to remove the lens from the eye, the second haptic disengaged. The surgeon is concerned there is an issue with the "glue" that attaches haptics to the optics.

Manufacturer narrative:
The product was returned. Blood and solution was dried on the lens. Both haptics and optic damage was observed. The customer indicated the use of an unspecified cartridge and handpiece. It is unknown if the qualified combination was used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Both haptics were broken with portions retained in the haptic insertion areas. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. Haptics are laser welded during manufacturing. (B)(4).